Event description:
Information received indicates the brake would engage and hold on three of the four casters but the fourth caster would slightly roll when force was applied.

Manufacturer narrative:
The technician adjusted the caster to repair the bed.